Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which a portion of the implant was removed; therefore, the complaint is considered confirmed. Functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Based on the information and materials provided, the most likely underlying cause of the complaint cannot be determined. In the instructions for use (IFU) for this product in the section titled possible adverse effects: htr polymer implants can loosen or migrate due to loss of fixation or trauma. Intraoperative and early postoperative complications can include: fracture of the implant,fracture of bone or soft tissue damage, extrusion of the implant, dehiscence of the incision, prominence or disfigurement at the implant site, and infection. Late postoperative complications can include: fracture of the device due to traumatic injury, loosening or migration due to loss of fixation or trauma, and prominence or disfigurement over time at or near the implant site. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a "small piece" of the implant was removed as it was "mobile and causing irritation." Attempts have been made and no further information has been provided. Later a revision to remove the rest of the implant due to loosening and infection was performed (see medwatch #0001032347-2018-00611 and 0001032347-2018-00612). No additional patient consequences were reported.